Event description:
The us complainant had a console and impella cp support ongoing after the first pump was damaged in the surgical cross clamp. The second pump was delivered and shortly there after there was a yellow controller alarm that prompted the team to replace the console. No lasting harm or injury from the interruption in the console/pump support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) has been completed since the original report was filed. Product was returned for evaluation. It was reported that the console was tested on an engineering lab bench and the failure mode was not reproduced while running an optical pump simulator. There was no issue with the console hardware. The root cause of the controller error was due to an aic software issue.